Event description:
As reported by the user facility: doctor claims that both diapact machines at facility have caused hemolysis on a single pt because the ultrafiltration bag is filled with dark fluid. Doctor wants both diapact machines function checked by b. Braun customer engineer to confirm proper operation. Add'l info received by e-mail. Pt received pex (plasma exchange) therapy. Asahi plasma filter was used. ICU pt. MFR ref # 3002879653-2013-00276.